Event description:
A us distributor returned a monitor and reported monitor will not power up.

Manufacturer narrative:
Device evaluation of monitor was completed. The reported problem (won't power on) was confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to thermal damage. The root cause for the thermal damage could not be positively identified. No adverse event resulted from the damaged monitor.